Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device has occurred on an unknown date. There were no patient consequences.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6)2021. Post-procedure there were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.